Event description:
In 2008, sales rep report 4 cases of breakage of implant. No info about the pts, no info about the prods.

Manufacturer narrative:
From the beginning (2006) of the launch of c-jaws on the market (worldwide) the post-market survey of this device shows the following results: 4.3% of implanted c-jaws were broke due to not following indication; 0.6 % of implanted c-jaws were broke due to not following the surgical technique; 0.4 % of implanted c-jaws were broke due to clinical reasons of the pts; 1.4% of implanted c-jaws were broke with not enough info to conclude. These rates are acceptable in the orthopaedic field. Breakages are possible undesirable effects which are described in the instructions for use.